Event description:
It was reported that during the device implantation, there was difficulty to reach ideal position of the right ventricular (rv) lead in the low septum. After four placement attempts, the position test parameters were not ideal. The lead was then positioned to the apex and dislodged. It was further reported that the helix was difficult to adjust due to being embedded in the entangled myocardial tissue. The implanting physician suspected this to be due to patient¿s abnormal anatomy. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.